Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that telemetry could not be initiated between this implantable cardioverter defibrillator (ICD) and programmer. It was noted that two weeks prior, tones were observed upon magnet application but they were absent when the telemetry issue was observed. A revision procedure wherein this ICD will be replaced has been planned. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). This device is currently undergoing analysis in the returns analysis laboratory. This report will be updated upon completion of that analysis.

Event description:
Additional information was received indicating the patient did not present for their planned revision procedure. Details regarding the rescheduling of the procedure are unknown. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Additional information was received that this ICD was returned with no details regarding its explant. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.